Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (approximately 48 mg/dl). Customer stated that the morning time segment basal rate needed to be adjusted, and they have been exercising more and have changed their diet. Customer brought bg levels back to target range with cereal.